Event description:
Revision surgery - the pt's left shoulder is infected. The surgeon performed a I and d with socket, insert, and glenoid head removal and replacement of the same after antibiotic lavage. There are no product issues or failure associated with this incident.